Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier- based upon the inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The photo provided with the instrument was evaluated and it appears that the instrument was fired accross another clip which prevented proper formation of the clips in question. The instrument was fired and it formed the remaining clips as designed. There were no anomalies noted with the formation of the clips.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 was fired on cystic duct and the clips would not fully close on the duct. The clips were removed from duct by surgeon with graspers. The surgeon fully squeezed the handle and the clicking sound was heard (he squeezed past this). Surgeon pulled ussc clip applier to complete the case. There was no consequence to the pt.